Event description:
It was reported that, due to suboptimal placement at the node, the right atrial (ra) lead was inappropriately pacing the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg device, implanted (B)(6) 2013. (B)(4).